Event description:
In 2005, a returned product was received by the boston scientific - precision vascular, quality compliance dept, regarding one (1) incident involving a synchro 0.014" neuro guidewire product, reported through the bsc distribution channel. The episode occurred in 2005 during a routine neuro-interventional procedure under the hand of m.d. Post insertion and during maneuvering, upon attempting to access the right pca & torquing the wire, the guidewire became unresponsive. Panning down for angiographic visualization, it was noticed that the wire had snapped in half. Both pieces of the wire were retreived using a snare. Post retrieval the case was stopped, with all portions of the wire successfully removed & accounted for, with no ill effect on the pt. No specific injury resulted from the episode, and the pt is successfully recuperated without reported clincial sequelae.